Manufacturer narrative:
The device was received not deployed. The data shows the first prime ended early at 20 pulses and device ran for 30 pulses before being deactivated, which is not enough for the needle mechanism to deploy. The data contained rotational sensor errors as well. The device was reset and rerun. The rerun data replicated the rotational sensor errors. During the rerun, the device deployed with no issues. Upon magnification, contamination was observed on the commutator cap. The contamination was confirmed to be the cause of the rotational sensor errors which caused the device to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.